Manufacturer narrative:
Philips service replaced the pd.scomp.dcps_24v_12v_5v power supply and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry movement was partly available during warm-up due to dcps failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.